Event description:
It was reported that during a biopsy procedure, the user experienced difficulty in getting the needle into position and had to use the prime/pierce function multiple times. It was further reported that during the prime/pierce function, driver error occurred in the primed position. Reportedly, the probe could not be removed to reset the driver because it was still in the primed position. Eventually, the driver was able to pierce but it did so on it¿s own without the user doing anything. After that, the probe was able to be removed, the driver reset and the error cleared. The procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or video were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to prime and self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2025). H11: g2, h6 (device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the serial number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (04/2025).

Event description:
It was reported that during a biopsy procedure, the user experienced difficulty in getting the needle into position and had to use the prime/pierce function multiple times. It was further reported that during the prime/pierce function, driver error occurred in the primed position. Reportedly, the probe could not be removed to reset the driver because it was still in the primed position. Eventually, the driver was able to pierce but it did so on it¿s own without the user doing anything. After that, the probe was able to be removed, the driver reset and the error cleared. The procedure was completed using the same device. There was no reported patient injury.